Event description:
It was reported that the pump "took off" during use in a shoulder arthroscopy. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
No medwatch form rec'd from the user facility. All sections on this form completed by the MFR. Investigation: the irrigation console was received for evaluation. During testing of the device, it failed to perform to specification. This is being reported since the console was found to have the potentail to cause injury. Currently, there are over 250 units distributed worldwide. A review of product history for the past 2 years found 35 similar reported problems. During an investigation of each reported problem, only 5 units were found not functioning to specification. The customer will be contacted to provide additional info on the use and maintenance needs for this device.